Event description:
It was reported that during a tibial tuberosity avulsion veterinary surgical procedure, it was observed that the quick coupling device was not working properly by not seeding the wires. There was a five minute delay to the planned surgical procedure. An identical spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering and the reported condition was duplicated and confirmed. The assignable root cause of the failure was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out, which is normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 13, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.